Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01628. The pt received his scs system, including an ipg and surgical lead, on (B)(6) 2011. It was reported that the pt developed a possible allergic response to the scs system. The physician decided to explant the entire system; however, the explant date is currently unk. The facility discarded the explanted products. The pt planned to undergo allergy testing. Attempts to obtain add'l info regarding the pt's condition were unsuccessful. No further info is available at this time.